Event description:
Pt status post lap nissen pyloroplasty on aminophylin drip via abbott plum pump. At 1000 drip concentration 1 gram aminophyllin in 250 cc 0.9 ns to infuse at 8cc/hr. At 1330 rate on pump noted to be 75 cc/hr. Pt tachycardia rate 114. C/o nausea. Emesis x 1. Md ordered charcoal, 2 bottles. Transferred to monitored bed.